Manufacturer narrative:
This product is manufactured but not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens exchange) (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -14.0/+2.5/086 (sphere/cylinder/axis) implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged with a longer lens, the surgeon noting low vault and lens rotation. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the product and lens surface. Visual inspection found the haptic torn and bent and the optic torn. Claim# (B)(4).